Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we had a chemo leak today. Cisplatin in ns was infusing and there was fluid found on the floor (approximately 20ml). Leak was coming from connection between onguard adaptor and primary line (490100) connected.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, three (3) photographs were submitted for evaluation. The photographs were received, and leakage was observed in one photograph at the connection between the caresite and the white adapter. Based on visual findings, the reported defect of leakage was confirmed. The exact root cause of the defect could not be confirmed without the physical sample. The most probable root cause was determined to be due to excessive force applied to the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.